Event description:
The jam shidi needle was placed in the l4 pedicle. During removal of the needle, the handle broke. After using pliers and various instruments to extract the remaining portion of the needle, a small piece was removed but the remaining piece of the needle remains in the l4 pedicle.

Manufacturer narrative:
Complaint trend analysis found no other complaints have been reported for this product code. The device history records have been requested. We anticipate the lot was released meeting specification requirements. A follow up report will be submitted if any discrepancies are found. Complaint data is reviewed monthly via the spine monthly complaint review meeting to identify and initiation action against any emerging trends; the meeting includes cross-functional representation from rd, quality engineering, clinical research, and complaint handling to ensure a robust review. Without a product sample, we are unable to confirm the reported issue or identify the root cause. In the absence of a product sample or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated. Device evaluated by MFR: discarded by customer.